Manufacturer narrative:
Block h6: medical device problem code a040501 captures the reportable event of stent calcified. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that calcification residues were found along the device. One loop was torn and the proximal tip had drag marks. The holes of the proximal section looked stretched. A functional evaluation noted that a mandrel 0.035" was inserted through the stent and it was not possible to pass through away of the stent, it is totally occluded due the calcification. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the device is calcified all along of the device. The device was totally occluded due to the calcification presence in the stent. The device was found with one loop torn, the holes at the bladder section stretch and the bladder tip had drag marks, it could had been caused due to the several intents to remove the device. Those problems have the most probable root case as adverse event related to procedure. Additionally, the device was found with calcification residues. Therefore, known inherent risk of device is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: correction to fields a2 (date of birth and age at time of event) based on review of the complaint on may 26, 2021.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was implanted during a ureterotripsy procedure in the ureter, performed on (B)(6), 2021. On (B)(6), 2021, a planned stent removal procedure was performed and it was noticed that the middle and tip of the stent was covered with stones. The patient underwent regular checkups with the implanted stent and there were no relevant medical conditions or medication that could possibly cause or contribute to the encrustation. It was reported that the physician attempted to remove the stent 3 times. The first time he attempted to use the retrieval line. The second time he performed extracorporeal shock wave lithotripsy (ewsl) and then tried to remove device. Finally, the physician used a ureteroscope to remove the device. The encrusted stent was successfully removed in its entirety and completed the procedure. No new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was implanted during a ureterotripsy procedure in the ureter, performed on (B)(6) 2021. On (B)(6) 2021, a planned stent removal procedure was performed and it was noticed that the middle and tip of the stent was covered with stones. The patient underwent regular checkups with the implanted stent and there were no relevant medical conditions or medication that could possibly cause or contribute to the encrustation. It was reported that the physician attempted to remove the stent 3 times. The first time he attempted to use the retrieval line. The second time he performed extracorporeal shock wave lithotripsy (ewsl) and then tried to remove device. Finally, the physician used a ureteroscope to remove the device. The encrusted stent was successfully removed in its entirety and completed the procedure. No new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.